Event description:
The customer's mother reported that the customer had high blood glucose. The blood glucose reading was 400 mg/dl. The customer was advised to not use the same site for intravenous injection and site insertion. The patient was also advised to monitor the issue carefully. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.